Event description:
Info received indicated the nurse call function was not operating.

Manufacturer narrative:
The tech found broken pins on the side comm board. He replaced sidecom board to resolve issue with bed.